Event description:
It was reported that device data was sent for a review and advise on device programming was needed due to the patient receiving many anti-tachycardia pacing (atp) therapy for a possible supraventricular tachycardia (svt). A review of the device data by technical services (ts) confirmed that initially the rhythm was uncorrelated and following anti-tachycardia pacing (atp) the rhythm acceleration into the ventricular fibrillation (vf) zone. A shock converted that arrhythmia however the rhythm once again accelerated into the ventricular tachycardia (vt) zone where shocks were delivered based on the rhythm being faster than the vt-1 zone which was set to 150 beats per minute (bpm). Ts discussed programming options. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.